Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit was not giving a rotor error alarm. The unit was triaged and the reported condition was confirmed. An issue was found with the gearbox. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device had rotor error. Upon triage of the unit, on (B)(6) 2017, service found that the unit was not giving a rotor error alarm.